Manufacturer narrative:
Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that an unknown abutment screw fractured inside of the implant. The customer was unsure if the implant was a zimmer biomet implant or a competitor implant. The customer ordered parts to remove the screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.